Event description:
Patient was revised due to acetabular fracture. Revision of stryker mdm cup. The depuy head that was removed was not part of the reason for the revision. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".